Event description:
(B)(4).

Manufacturer narrative:
According to the service report # 43179818 dated on 2019-11-13 the field service technician was onsite and measured the flow and the temperature. All values are in specification. The fst stated that the failure was not reproducable. According to the fst the most probable root cause are kinked hoses, which causes temporary circulation problems. The flow rate was reduced and affected the temperature recovery. The occurence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. Since the failure is not reproducable and no parts were replaced no further investigation could be performed. Therefore no most probable root cause could be determined. Thus the reported failure "temperature not rise" could not be confirmed. The reported failure happened during treatment. It is unknown if the getinge product was directly involved with the reported incident or adverse event. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
When further information becomes available a follow up emdr will be submitted.

Event description:
It was reported that at the end of the surgery the hcu 30 temperature did not rise easily. No alarm occured on hcu 30. Complaint# (B)(4).